Event description:
It was reported that a high impedance error code was triggered via remote monitoring involving this device. A review of the device data by technical services (ts) confirmed a gradual increase in shock impedance measurements with no zero values. During a follow up the healthcare professional reported no high impedance error codes and x-ray images did not show significant change. The connection appeared good and no electrode discontinuity was seen. A review of the device data by engineering noted intermittently out of range shock impedance measurements. It was elected to not perform invasion actions as there was no noise/artifacts and no high impedance error code seen during the follow up. The healthcare professional noted that a follow up will be done via remote monitoring and induction testing will be scheduled if a high impedance error is triggered again. Additional information noted that ts discussed the case with the physician and recommendation to induce the patient to verify the shock effectiveness. No adverse patient effects were reported. The device remains implanted.